Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported issue could not be confirmed, because the sample was not returned for evaluation. The batch review did not indicate any abnormalities during production. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No further action is required.

Event description:
The customer reported to baxter a y-type blood/solution set in which a leak occurred. According to the report, leaking was detected "around the little white cap." The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.